Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states the catheter was implanted into the patient on (B)(6) 2012 when the catheter was permeated (before dialysis), the nurse observed an air leak due to a crack in the arterial line located on the back of the y assembly of the catheter. The catheter was in place for 5 months. The nurse called attention to the fissure and removed the catheter without applying force and venous side broke off. The catheter was pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.